Event description:
Pt had spinal surgery approx 10 years ago. Anterior and posterior fixation of spine with rods. Rods have dislodged from the sacral area; has developed swelling in left buttock consistent with an advanticious bursitis. Admitted to have portion of rod removed.